Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had minor scratches on the lcd window, scratched reservoir tube window, and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call, the esc button on the insulin pump wasn't responding properly. Customer's blood glucose was unknown. Customer's mother didn't recall any significant event which may have caused the keypad. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.